Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The history showed that there was a backup audible alarm post. The power up process was performed, and the backup audible alarm post error was found at power up. The operator replaced the main board, performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a backup audible alarm. There were no adverse events reported.